Event description:
It was reported that the customer alleged that the brakes were not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.

Event description:
It was reported that the customer alleged that the brakes were not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.

Manufacturer narrative:
Upon completion of the investigation it was found that the side control pedal for the brake/steer function had flipped. The brake/steer function could still be engaged by the head and foot end brake/steer pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.